Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess instrument performance. The fse performed minor alignment adjustments and minor repairs. The fse did not note any hardware malfunction. The fse verified instrument performance by running a passing system check, carryover test, high sensitivity system check, precision run and quality control (qc). The access accutni+3 reagent was not returned for evaluation. The cause of the reported non-reproducible access accutni+3 results cannot be determined with the available information.

Event description:
The customer noted non-reproducible troponin I (access accutni+3) results for one (1) patient on the unicel dxi 600 access immunoassay system (serial number (B)(4)). The customer repeat tested the sample two (2) times on the same unicel dxi 600 access immunoassay system and obtained erratic results, above and within the normal reference range of the assay. The customer repeat tested the sample on an alternate access 2 immunoassay system (serial number (B)(4)) and obtained results within the normal reference range of the assay. The initial elevated access accutni+3 result was not reported outside the laboratory. There was no report of patient injury or change in patient treatment associated with this event. All system parameters, including access accutni+3 quality control (qc), access accutni+3 calibration and system check, were within assay and instrument specifications. Samples are collected in lithium heparin plasma separator tubes. Samples are centrifuged at 6000 revolutions per minute (rpm) for five (5) minutes. The customer did not note any issues with sample integrity.